Event description:
It was reported that the physician does not believe that the patient's stroke is related to vns.

Event description:
It was reported that the patient suffered a stroke earlier in the year. Device diagnostics were within normal limits. It was reported that the patient's neurologist was not seeing the patient at the time of the stroke and no additional relevant information was available. No additional relevant information has been received to date.